Manufacturer narrative:
(B)(4). Technical support troubleshot this issue with the customer over the phone and suggested the touch frame printed circuit board (pcb) be replaced.

Event description:
It was reported that the ventilator generated a screen block errors. There was no patient connected on the device.